Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, the manual handle broke; specifically, the black element into which the reload was placed. The broken part disengaged, but no pieces fell into the patient's cavity. The device was replaced with another manual handle. There was no patient involved.

Manufacturer narrative:
Additional information: g3, h6 h3 evaluation summary: "medtronic conducted an investigation based upon all information received. The involved device was not returned. Visual inspection noted that the instrument was inside of a tyvek bag. The retraction knobs were fully retracted. The articulation lever was in the neutral position. The distal end of the shaft was damaged and disengaged from the instrument. A reload could be seen in the returned images. The jaws of the reload were clamped. It was reported that the manual handle broke, the broken part disengaged, but no pieces fell into the patient's cavity. The reported issue was confirmed. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range for the selected staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the tissue thickness ranges for cartridge sizes. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.